Event description:
It was reported to boston scientific corporation that during a ureteral stent exchange procedure using an amplatz guidewire, the coil covering on the guidewire uncoiled as the device was being removed from the 5f catheter. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot showed no evidence of a manufacturing-related potential cause for this event. Analysis of the returned amplatz guidewire revealed that the distal tip of the device was elongated, unraveled and fractured in two pieces. After external analysis of the fracture, the device appears to have been pulled/pushed against resistance. Most likely, unstated procedural and clinical factors contributed to the guidewire uncoiling, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, "operational context" is the most probable root cause for this incident.